Manufacturer narrative:
Initially this event was submitted on the 3500a as a malfunction. However, after an internal review on may 2, 2016, it was found that this event should be corrected from malfunction to serious injury as per the event stating, ¿after several maneuvers with a ¿snap¿ catheter, the tip of the catheter was pulled out.¿ since this event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered a serious injury and MDR reportable. The awareness date for this correction was may 2, 2016. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Methods: no testing methods performed. (B)(4). Results: no results available since no evaluation performed. (B)(4). Conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter and the tip separated from the shaft. After inserting the catheter into the left atrium, the tip of the catheter slipped into the mitral valve and was fixed with the chordae tendinae. All maneuvers to get the catheter back failed. The physician pulled with power. The tip was separated and stuck into the tissue. The shaft was pulled out. After several maneuvers with a ¿snap¿ catheter, the tip of the catheter was pulled out. The mitral valve function was controlled by ultrasound and no patient consequence was reported. The procedure was started with a new lasso navigational variable eco catheter and was finished successfully. This event has been assessed as a reportable malfunction as a separated tip could embolize,resulting in ischemia or infarct.